Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("intense pain resembling "contractions" in the abdomen") and the first episode of menorrhagia ("menstrual periods preceded and followed by bleeding that increased and decreased - period 20 days") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criterion medically significant), the second episode of menorrhagia ("haemorrhagic bleeding during menstrual periods lasting about 7 days"), fatigue ("intense fatigue"), pain ("diffuse pain over entire body especially the legs"), dizziness ("numerous episodes of light headedness"), ear pain ("pain in ears"), tinnitus ("progressive onset of tinnitus"), paraesthesia ("feeling of tingling in armpits") and bromhidrosis ("excessive, unusually malodorous sweating"). On an unknown date, the patient experienced hyperhidrosis ("excessive, unusually malodorous sweating"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain had resolved, the last episode of menorrhagia, fatigue, pain, dizziness, ear pain, tinnitus, paraesthesia and bromhidrosis had not resolved and the hyperhidrosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, bromhidrosis, dizziness, ear pain, fatigue, hyperhidrosis, pain, paraesthesia, tinnitus, the first episode of menorrhagia and the second episode of menorrhagia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1045 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented intense pain resembling contractions in the abdomen (seen as abdominal pain) and menstrual periods preceded and followed by bleeding that increased and decreased - period 20 days(seen as genital bleeding). The removal of inserts was performed approximately 2 years and 6 months after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that genital bleeding and menses pattern changes may occur after insertion either. In this case, both events started since essure insertion. Considering positive temporal relationship and events' nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Event description:
On (B)(6) 2017: this case was initially received via regulatory authority ansm reference number: (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("intense pain resembling "contractions" in the abdomen") and the first episode of menorrhagia ("menstrual periods preceded and followed by bleeding that increased and decreased; period 20 days") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criterion medically significant), the second episode of menorrhagia ("haemorrhagic bleeding during menstrual periods lasting about 7 days"), fatigue ("intense fatigue"), pain ("diffuse pain over entire body especially the legs"), dizziness ("numerous episodes of light headedness"), ear pain ("pain in ears"), tinnitus ("progressive onset of tinnitus"), paraesthesia ("feeling of tingling in armpits") and skin odour abnormal ("excessive, unusually malodorous sweating"). On an unknown date, the patient experienced hyperhidrosis ("excessive, unusually malodorous sweating"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain had resolved, the last episode of menorrhagia, fatigue, pain, dizziness, ear pain, tinnitus, paraesthesia and skin odour abnormal had not resolved and the hyperhidrosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, ear pain, fatigue, hyperhidrosis, pain, paraesthesia, skin odour abnormal, tinnitus, the first episode of menorrhagia and the second episode of menorrhagia with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017; following company internal coding review: the event excessive, unusually malodorous sweating was split and recoded to skin odour abnormal and hyperhidrosis. This non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented intense pain resembling contractions in the abdomen (seen as abdominal pain) and menstrual periods preceded and followed by bleeding that increased and decreased; period 20 days(seen as genital bleeding). The removal of inserts was performed approximately 2 years and 6 months after placement. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that genital bleeding and menses pattern changes may occur after insertion either. In this case, both events started since essure insertion. Considering positive temporal relationship and events' nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.